Manufacturer narrative:
Two opened slit ophthalmic knives in blade protector (bp) trays were received. The returned samples were visually inspected, and were found non-conforming with a damaged tip and/or a damaged cutting edge. Penetration testing could not be performed, due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent complaint were reviewed, by the manufacturing site. The five photos consist of five knives in knife trays. And two photos of knife tyveks. The reported product and lot information is confirmed. The exact root cause could not be determined, from the investigation performed. The damage to the returned samples is consistent with damage that can occur, when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument, during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged ophthalmic knife sample is unknown. Therefore, specific action with regards to this complaint cannot be taken. All ophthalmic knives are 100% inspected by trained operators using a minimum of 10x magnification, during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored, during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the multiple ophthalmic knives were noted to be dull during a cataract procedures. An alternate ophthalmic knife was obtained in order to complete the procedures. There was no patient harm.